Manufacturer narrative:
(B)(4). The evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Event description:
It was reported that a large volume infusor experienced a leak coming from the bladder during filling with an unknown drug. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from december 9, 2013 to december 10, 2013. Evaluation summary: the device was returned for evaluation. Visual inspection verified the reported condition; fluid was identified in the device's housing. A functional leak test was then performed and leakage was immediately noticed from the bladder. Microscopic examination of the bladder found that the leak was from a small pinhole in the bladder. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause of the pinhole was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.